Manufacturer narrative:
(B)(4) 2011. This event concerns a device that was mfg and used outside the united states. Method: the programmer files were reviewed. (B)(4). Conclusion: the device triggered the switch to standby mode because of inconsistent data detected in memory on march 5, 2011. The goal of this operation was to restore default parameters in device memory. As described in the labeling, stand by mode is a safe mode of operation. The root cause of this alteration could not be identified with certainty by the most probable hypothesis would be a soft error ("single event upset" or "bit-flip" - i.e., a change of state of one bit) due to the interaction between the memory microchip and a high-energy ionizing particle. This is a well known and non-destructive phenomenon in microelectronic circuits. However, potential source of interference should be checked to determine the reason for this switch (such as a strong interference, medical environment ...). Normal behaviour was restored upon device re-initialization on july 14, 2011.

Event description:
During a follow-up, the device was found in standby mode. The device re-initialized successfully. An explanation was requested.